Manufacturer narrative:
H.6 investigation summary material #: 301746 lot/batch #: 2271009 bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, the safety shield fell off resulting in a clean needlestick injury. No additional impact or treatment reported.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6).

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, the safety shield fell off resulting in a clean needlestick injury. No additional impact or treatment reported.